Event description:
It was reported the device exhibited blackout (no image). The issue found at preparation for use. The device was replaced with a similar device and the intended an unspecified procedure was completed. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of blackout, no image was reproduced. Damage to the charge coupled device (ccd) unit was observed . Service repair noted the device showed a black screen and it may return to normal at times . Unrelated to the reported issue, adhesive connection (a-rubber) found with a chip. Legal manufacturer investigation: the root cause of the subject event was unable to be specified. However, it was presumed that the event was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Instruction for use (IFU): the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. Inspection of the endoscopic image: confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. The device history records (DHR¿s) for this product have been reviewed and was confirmed that the device was shipped in accordance with specifications. Feedback to user : it was suggested the user handle the device in accordance with IFU by reviewing IFU for prevention of recurrence of the subject event. Olympus will continue to monitor complaints for this device.